Event description:
Medtronic received information that an unknown amount of time after the implant of this edwards surgical valve, the valve was replaced with a transcatheter valve for an unknown reason. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).